Event description:
Patient was in ventricular tachycardia and unable to shock. Attempted 3 times. Each time disconnecting wires from both pads and monitors and reconnecting. Fourth (4th) attempt did deliver a shock and rhythm converted. FDA safety report ID # (B)(4).